Event description:
It was reported the patient had an occlusion. An ICD lead could not be passed. The model 4024 pacing lead was explanted and replaced. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on lead return and analysis. No information to suggest a lead-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached; full lead returned.